Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the luer-lock connection (brown head) has a leak issue.

Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc for analysis. The catheter body was returned intentionally severed below the 10cm mark. The separated portion was not returned for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged, which is consistent with the failure mode being investigated by a previously opened CAPA. The distal extension line from the juncture hub to the point of separation measured 85mm, which is consistent the nominal value of 85mm per the catheter graphic. The distal extension line inner diameter measured 1.448mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. The distal extension line outer diameter measured 2.153mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. A slight blockage was observed due to dried biological material when testing the medial lumen; however, water was still able to exit the distal end of the returned catheter. A long pin gage was used to clear the medial lumen. Biological material was observed exiting the distal end of the catheter body. The lumen was flushed a second time. More water was able to pass through the lumen with minor resistance. A manual tug test confirmed that the proximal and medial extension lines were secure within their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had separated directly adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Due to an increasing volume of complaints, a CAPA was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the luer-lock connection (brown head) has a leak issue.